Event description:
It was reported that during an angioplasty procedure, the catheter fractured. The 70% stenosed target lesion was located in the mildly calcified and non-tortuous subclavian artery. The physician was using a fas tracker 325 catheter over a transend guide wire in the patient, the fas tracker catheter fractured inside the patient. Both portions of the catheter were able to be removed with no further intervention. The procedure was completed. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the catheter was broken 12cm from the tip. A 0.021in mandrel was inserted into the hub of the microcatheter and was advanced without restriction and exited at the location where the catheter was broken. A full dimensional inspection was carried out on the catheter ad were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty procedure, the catheter fractured. The 70% stenosed target lesion was located in the mildly calcified and non-tortuous subclavian artery. The physician was using a fas tracker 325 catheter over a transcend guide wire in the patient, the fas tracker catheter fractured inside the patient. Both portions of the catheter were able to be removed with no further intervention. The procedure was completed. No further patient complications were reported and the patient status is stable.